Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: chief perfusionist. G4: PMA/510(k): k130520. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual sample no anomaly was found. Past complaint file of the involved product code and lot number one similar issue was reported from the same facility. Maufacturing date: april 19, 2024. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the oxygenator had a plasma-leakage (fiber breakage). The procedure outcome was not reported. The patient was not harmed. Additional information was received on 30oct2024: initially it was reported there was an issue with plasma-leakage, however the actual issue was fiber breakages, which would cause a blood leakage as a result and no plasma leakage. The development of plasma leakage is based on other causes, e.g. Blood plasma is able to penetrate the fibre wall.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to provide the completed test results. Visual inspection of the actual sample upon receipt: no breakage or similar anomaly was observed in the appearance. The gas exchange part was discolored. This was likely to have been caused by the hydrophilization of fibers. Liquid was accumulated on the gas inlet side. There was no blood adhering to the gas channel side. Leakage test of the actual sample the actual sample was incorporated into a circuit consisting of tubing and primed with saline solution. Subsequently, the saline solution was replaced with bovine blood (hb:12g/dl, 37) , and circulation at the maximum flow rate of 7l/min was performed. As a result, no blood leak was observed. Cause of occurrence/conclusion the blood leak that was pointed out in this case was not confirmed during the investigation of the actual sample. Based on the condition of the actual sample upon arrival at the factory, it was believed to be a plasma leak caused by the hydrophilization of the fiber. We have experienced instances where liquid (plasma component) flows out to the gas outlet side (plasma leak) when fiber is hydrophilized due to certain factors. In addition, when blood is hemolyzed, reddish plasma may flow out. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).